Manufacturer narrative:
The insulin pump alarmed failed selftest due to faulty remote frequency board connector. Device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed self test. It was also reported that the transmitter was not communicating with the insulin pump. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.